Event description:
The patient had been having a lack of effect, headaches, and pain. The pump was flipping when the patient bent over. A dye study was done and they were unable to aspirate or inject. On (B)(6) 2015, the patient was taken to surgery. When they opened the patient, it appeared that the patient had been flipping the pump as the catheter was wrapped around the pump. The catheter was broken at the pump connector and it had ¿multiple >30¿ kinks. The pump was re-sutured to the pocket and the proximal/pump segment of the catheter was replaced. The patient recovered without permanent impairment. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).